Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1069, awareness date 02-sep-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Reporter was submitting her comment in behalf of her best friend. After having essure placed her best friend suffered tremendously for 7 years. She ended up being allergic to the nickel and developed lupus from essure. She stated that it is a disgusting device that did not even work 90 percent of the time. Doctors were not educated enough about the device and are telling women it is reversible. Her best friend had to have her fallopian tubes removed at the age of (B)(6). Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced allergy to the nickel after essure (fallopian tube occlusion insert) insertion. She had her fallopian tubes removed at age of (B)(6). Additionally, she was diagnosed with lupus. The reported events were considered serious due to medical importance. Only lupus is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. Nevertheless, considering allergy to nickel nature, a causal relationship with the suspect insert cannot be excluded. Regarding lupus, it is a chronic inflammatory disease that has protean manifestations and follows a relapsing and remitting course. Although the specific cause of lupus is unknown, multiple genetic predispositions and environment interactions (ultraviolet exposure, microbial exposure and drugs) have been identified. In this case, although reporter considered lupus was related to essure; given event's pathophysiology and considering essure local action in fallopian tubes, company regards causality as very unlikely. This case was regarded as incident since device removal was required (fallopian tubes removed). A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced allergy to the nickel after essure (fallopian tube occlusion insert) insertion. She had her fallopian tubes removed at age of (B)(6). Additionally, she was diagnosed with lupus. The reported events were considered serious due to medical importance. Only lupus is unlisted according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. Nevertheless, considering allergy to nickel nature, a causal relationship with the suspect insert cannot be excluded. Regarding lupus, it is a chronic inflammatory disease that has protean manifestations and follows a relapsing and remitting course. Although the specific cause of lupus is unknown, multiple genetic predispositions and environment interactions (ultraviolet exposure, microbial exposure and drugs) have been identified. In this case, although reporter considered lupus was related to essure; given event's pathophysiology and considering essure local action in fallopian tubes, company regards causality as very unlikely. This case was regarded as incident since device removal was required (fallopian tubes removed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority w